Event description:
This hospital's operating room (or) is currently conducting a trial on the use of this device. When the surgeon was dissecting the stomach, the staff noticed the tip of the instrument became melted and started to fall off the end of the instrument. The device was removed from the sterile field and another device (same product) was opened. After firing the second device multiple times, again the end of the instrument began to melt. The second device was removed from the sterile field. The operating room (or) staff resorted to obtaining a device that the operating room (or) was using that was not on trial to complete the case.